Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were very hard to activate and required lot of force to work. Customer also stated that they insulin pump had random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened or esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.